Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A valve actuation test failed due to disconnected cables on j15 and j14 manifold cables as a result of faulty safety clips. The j14 and j15 manifold cables were replaced. The system air leak test passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. After the treatment a faulty cassette switch was found. An intermittent failure due to the door switch contact being out of reach, resulting in it reading ¿missing¿ while cassette is inside. No further testing could be performed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having balloon valve leak alarms. The patient bypassed treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 9635 ml during drain 4 of the treatment. This drain volume is 482% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has yet to receive their replacement cycler and is continuing with peritoneal dialysis therapy on the old cycler without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having balloon valve leak alarms. The patient bypassed treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 9635 ml during drain 4 of the treatment. This drain volume is 482% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has yet to receive their replacement cycler and is continuing with peritoneal dialysis therapy on the old cycler without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.